Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced backup battery faults. The alarm returned after a backup battery resolution in (B)(6) 2025. The returned alarm did not resolve with a self-test at clinic, so the system controller was exchanged.